Event description:
Anesthesiologist inserted the epidural catheter. The needle and the threading assist device was removed. The physician attempted to pull the catheter back to reach the desired depth of placement. There was difficulty in pulling the catheter back for placement and the catheter tip broke off in the epidural space. Dates of use: 2008. Reason for use: pain control for vaginal delivery.